Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11153r27, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm was confirmed by telemetry due to zero ml reservoir volume reached; due to the patient missing a refill appointment. The pump was filled on the date of the report. The logs were pulled and the reporter was considering doing a single bolus. The patient was "twitching" a little bit but the patient was ¿looking better now in office.¿ the healthcare provider (hcp) and family did not hear an alarm coming from the pump. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.